Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows a failure of implant was reported. Original implant was performed on (B)(6) 2013 with pfna long 380mm diameter 10 130°-blade 105mm - 2 cerclage wires under the little trochanter as fixation of the fracture. During routine visit, the x-ray was taken on (B)(6) 2014, the broken implants were observed. The revision surgery was performed on (B)(6) 2014 for removal of pfna replaced by other pfna material. This is report 1 of 3 for complaint (B)(4).

Event description:
A failure of an implant was reported. The original implant was performed on (B)(6) 2013 with a proximal femoral nail - a , a blade and two cerclage wires under the little trochanter as fixation of the fracture. During routine visit, the x-ray was taken on (B)(6) 2014, the failed implants were observed. The revision surgery was performed on (B)(6) 2014 for removal of proximal femoral nail ¿ a replaced by other proximal femoral nail - a material. The blade and the wires were intact and not broken. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as the device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.